Event description:
Patient reported rupture diagnosed by ultrasound. Additionally, patient reported capsular contracture, baker grade IV, and severe pain. Device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture diagnosed by ultrasound. Additionally, patient reported capsular contracture, baker grade IV, and severe pain. Device has been explanted.